Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report three of three for the same event, reference 3003853072-2016-00114 and 3003853072-2016-00115.

Event description:
It was reported the procedure was performed on (B)(6) 2016. The patient followed up in (B)(6), complaining of pain. An x-ray and MRI identified a screw breakage. A revision surgery was performed, the screw head was removed, however the shaft of the screw remains in the patient.

Manufacturer narrative:
A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device installation. Photographs of x-rays and MRI images were reviewed; it is believed the construct chosen was insufficient to provide adequate support for the patient's anatomy.